Event description:
Blood leaking from the middle of the built-in extension tubing causing back flow. Please note: blood in tubing as IV was used. IV taken out. 2nd site chosen for new IV pre-op.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. One 24g nexiva IV catheter was provided for investigation. A functional test revealed a leak in the extension tube. It appeared that the tubing may have been pinched; however, it could not be determined when or how the tubing was damaged. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.